Manufacturer narrative:
Initial and final MDR 2558455- device 1 of 2. E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in poland. This emdr is being submitted for unknown number of quantities it was reported that the patient received infusion sets with a crushed box and damaged needles on 09-feb-2026. Labels and packaging were confirmed intact, with the only issue being product damage upon receipt. No further information available.